Manufacturer narrative:
Product ID, 377760 lot# v005474, implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 377760 lot# v005474, implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed it was "overdischarged and permanently damaged." It was found that "stimulation output of the explanted device shut off during testing due to the rapid discharge of the battery caused by overdischarge. The batter was damaged and had reduced capacity." Final analysis of both leads revealed no anomalies.

Event description:
It was reported that a device system was explanted. It was noted that the patient hadn't used the system in "well over a year" and said it was shocking her. It was reported that there was a potential performance issue. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.